Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing that resulted in pacing inhibition. Reprogramming options were discussed by (B)(6) technical services (ts) with the health care professional (hcp). No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).